Event description:
#Medwatcher #(B)(4). Beginning in (B)(6) 2010, not sure of exact date, I began to have excruciating headaches, unlike migraines I had experienced in the past. After trying several medications and an MRI I was referred to a neurologist who diagnosed me with intracranial hypertension. I have had to receive several spinal taps to control the pressure, I have been on medications for the last 6 years. About 3 years ago I started having cervical dysplasia along with very heavy, painful periods which eventually within the last year my periods have stopped but my pelvic pain has not. I have battled fatigue for the past 12 months. I was diagnosed with type 2 diabetes 18 months ago. I have fibroids in my uterus and it is larger than it should be per imagining done by my doctor.